Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the handle of the device is broken in two pieces. There are many small cracks in the handle coming from the location where it broke in half. Several cracks are emanating from the location where the handle is pinned. This handle is associated with multiple systems, and listed on multiple system content lists. It's most common function is the insertion of screws. This handle is compatible with t8, t15, t25, small (2.5mm) hex, large (3.5mm) hex, as well as in the 3.0 headless compression screw system for the solid cruciform screwdriver and the cannulated driver for threaded washers. The current drawing for the assembly and the current drawing for the handle component were reviewed. The part is dimensioned appropriately, and the material choice is sufficient. The design of the device is adequate for the intended use. The handle is intended to be used with hand-power, and should not experience any unusually large stresses under normal usage. The cracks in the handle appear to be caused by abnormally large stresses being applied to the handle. The material, radel r 5000, is known to exhibit outstanding resistance to environmental stress cracking. The complaint is confirmed, but the design of the device did not contribute to the complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: one handle with quick coupling was returned for evaluation. The blue handle is broken into two pieces approximately 20 millimeters from the dowel pin location opposite the quick connect. The handle is broken into two pieces as stated in the complaint. Dimensional checks were not performed at this evaluation because the device is not intended to allow disassembly without further damaging or destroying the relevant features. A hardness check was not performed because the handle material is plastic and does not get heat treated. The material was checked and found to be correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the handle broke in two pieces. This was discovered when the device was on the back table during a procedure. The device was not used on the patient; several other handles were available. The surgery was successfully completed; there was no surgical delay or adverse events. This is report 1 of 1 for (B)(4).